Event description:
It was reported that the battery voltage upon device interrogation showed 2.45 volts, and the battery voltage from performance data collected from the device was 2.85-2.99 volts. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device showed low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.45v and the daily measurement was 2.85v.

Event description:
It was reported that the battery voltage upon device interrogation showed 2.45 volts, and the battery voltage from performance data collected from the device was 2.85-2.99 volts. It was later reported the device was removed and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary (B)(4): performance data collected from the device was analyzed and revealed low telemetered battery voltage. On (B)(6)2010, the battery voltage with telemetry was 2.45v and the daily measurement was 2.85v. The device was later returned to the manufacturer. The device was returned, analyzed, and calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery impedance. This device is part of the field action and has tested consistent with the field action.